Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nasogastric enfit tube had suction problem. Per additional information received on 12jul2023, customer stated that the enfit ng tube device got clogged for one patient and a second patient aspirated. In the incident where the patient aspirated, they stated the patient was vomiting around the tube. They were uncertain if it was just due to the patient¿s condition or because they were not able to decompress. By not being able to decompress the patient, it could have caused gastric content to back up, causing the patient to vomit.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "lumen size designed incorrectly resulting in the lumen becoming blocked during use". It was unknown whether the device had met relevant specifications. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nasogastric enfit tube had suction problem. As per additional information received on 12jul2023, customer stated that the enfit ng tube device got clogged for one patient and a second patient aspirated . In the incident where the patient aspirated, they stated the patient was vomiting around the tube. They were uncertain if it was just due to the patient¿s condition or because they were not able to decompress. By not being able to decompress the patient, it could have caused gastric content to back up, causing the patient to vomit.